Manufacturer narrative:
The device was not returned, and images of the sheath and fluoroscopy of the device placement were not obtained. No device malfunction was reported.

Event description:
The user facility reported that post an interventional procedure with the vascade 6/7f device, the patient developed a hematoma, which was identified through imaging and required a transfusion. No additional information was provided.